Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a complaint was received on an item under warranty. The system had various lights coming up making the system controller beep. It occasionally gave a green and red light. A replacement was requested.

Manufacturer narrative:
Section d4: UDI correction. Section e3: occupation correction. Manufacturer¿s investigation conclusion: the reported event of a yellow wrench alarm on the mobile power unit (mpu) was not confirmed. The returned mpu (serial number: (B)(6)) was evaluated at the european distribution center, alongside known working test heartmate equipment. The mpu was connected an ac power source and the unit booted up as intended without any issues. A full functional checkout was then performed, and the unit passed all steps of testing without any issues. The serviced and tested unit was returned to customer site after passing all tests per procedure. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided the root cause of the reported event could not be conclusively determined through this analysis. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The mobile power unit was sent to the customer on 26nov2024. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instructs users on how to identify and respond to alarms that sound from their mpu, including yellow wrench alarms. The heartmate 3 patient handbook (rev. D, section entitled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event